Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2014-04082, 2134265-2014-04084. It was reported that automatic pullback failure occurred. During the procedure, an opticross imaging catheter was used and connected to a motor drive unit. It was unable to perform the auto pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.